Manufacturer narrative:
(B)(4). S/w version: 2.10h. Retainer ring = clear. On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked battery compartment). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, cracked battery tube threads, cracked keypad overlay, and cracked retainer. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked battery tube threads was noted.

Event description:
Information received by medtronic indicated that the insulin pump battery side was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device.